Event description:
It was reported that there was an unintended rate change of a dobutamine infusion programmed using device interoperability. Dobutamine was infusing to the patient at a rate of 4.38ml/hr. There was an unspecified "short instance" of time in which the rate changed from 4.38 ml/hr to 20 ml/hr. The customer stated: "according to the bd (ikp data) report, the dobutamine was programmed correctly, however, when it went to 20 it looks like it was manually programmed. This occurred on (B)(6) 2020 @ 2331. This is reflected in the highlighted portion of the (ikp data) report in the attached spreadsheet (dobutamine infusion document). The only thing I can think is that someone went in the room and set it to 20 thinking it was fluid and not dobutamine. Just strange it went from being programmed to a basic infusion without guardrails. This was the night of our upgrade, so the nurse tried to spp (smart pump program) a few minutes after this but was locked out of powerchart, so she hung the bag then it was smart pump programmed later that morning. This one definitely seems like a user error." The customer is requesting assistance in determining why it was manually changed on the pump to 20. There was no harm or impact to the patient.

Manufacturer narrative:
The report of an unintended rate change was confirmed. Only the pcu event log was received for investigation. The pcu event log shows pump module s/n (B)(6) was in use and infusing an unidentified medication at a rate of 4.38ml/hr. At 8:15 pm on (B)(6) 2020, the device alarmed for patient side occlusion and the infusion was restarted. At 11:25 pm, the infusion completed, and the device transferred to kvo at the kvo rate of 4.38ml/hr. At 11:26 pm, the device was channeled off and the system was shutdown and powered off. At 11:29 pm, the system was powered on. At 11:30 pm, the user programmed a basic infusion to run at 20ml/hr with a vtbi of 10ml and started the infusion. At 11:38 pm, the device received a remote IV request, however the request was invalid since the device was already infusing. At 11:39 pm, the user started to change the rate, but did not complete the rate change. The user then channeled the device off and the system was shutdown and powered off. Twenty-four seconds later, the user powered on the system and then selected restore. At 11:41 pm, the device received a remote IV request, however the request was invalid since the device was not in a programmable state (device in middle of programming via restore). The user then entered 4.4ml/hr for the rate and 250ml for the vtbi and then started the infusion. At 11:42 pm, the device was paused. The user then programmed a delay for 20 minutes. Twenty seconds later, the device received a remote IV request, however the request was still invalid due to not being in a programmable state. Thirteen seconds later, the door was opened and then the device alarmed for check IV set. At 11:43 pm, the device was channeled off and the system was shutdown and powered off. The root cause of the reported unintended rate change was identified as due to user programming. Review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 08 august 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 22 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed(no production failure records were opened for the source device. H3 other text : only the device event logs were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that there was an unintended rate change of a dobutamine infusion programmed using device interoperability. Dobutamine was infusing to the patient at a rate of 4.38ml/hr. There was an unspecified "short instance" of time in which the rate changed from 4.38 ml/hr to 20 ml/hr. The customer stated: "according to the bd (ikp data) report, the dobutamine was programmed correctly, however, when it went to 20 it looks like it was manually programmed. This occurred on (B)(6) 2020 @ 2331. This is reflected in the highlighted portion of the (ikp data) report in the attached spreadsheet (dobutamine infusion document). The only thing I can think is that someone went in the room and set it to 20 thinking it was fluid and not dobutamine. Just strange it went from being programmed to a basic infusion without guardrails. This was the night of our upgrade, so the nurse tried to spp (smart pump program) a few minutes after this but was locked out of powerchart, so she hung the bag then it was smart pump programmed later that morning. This one definitely seems like a user error." The customer is requesting assistance in determining why it was manually changed on the pump to 20. There was no harm or impact to the patient.

Event description:
It was reported that there was an unintended rate change of a dobutamine infusion programmed using device interoperability. Dobutamine was infusing to the patient at a rate of 4.38ml/hr. There was an unspecified "short instance" of time in which the rate changed from 4.38 ml/hr to 20 ml/hr. The customer stated: "according to the bd (ikp data) report, the dobutamine was programmed correctly, however, when it went to 20 it looks like it was manually programmed. This occurred on (B)(6) 2020 @ 2331. This is reflected in the highlighted portion of the (ikp data) report in the attached spreadsheet (dobutamine infusion document). The only thing I can think is that someone went in the room and set it to 20 thinking it was fluid and not dobutamine. Just strange it went from being programmed to a basic infusion without guardrails. This was the night of our upgrade, so the nurse tried to spp (smart pump program) a few minutes after this but was locked out of powerchart, so she hung the bag then it was smart pump programmed later that morning. This one definitely seems like a user error." The customer is requesting assistance in determining why it was manually changed on the pump to 20. There was no harm or impact to the patient.

Manufacturer narrative:
(B)(6). Patient dosing weight 73kg. Patient allergies: penicillin.